Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the reported challenging patient anatomy (leaflet prolapse) and difficult visualization contributed to the difficulty grasping the leaflets and subsequent detachment of the clip from the anterior leaflet. Based on the information reviewed, the reported difficulties appear to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with this device. Postoperatively, the patient expired from right heart failure which was confirmed from follow up with the account to not be related to the clip. There does not appear to be any evidence of a product quality deficiency with respect to manufacture, design or labeling. The hospitalization (required) or prolonged and surgical procedure was a result of case-specific circumstances, as the patient was taken to surgery for mitral valve replacement to reduce the mitral regurgitation. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in the reported incident, the mitraclip procedure was performed for a patient with severe functional mr. Single leaflet device attachment of the second clip occurred, which was likely attributable to the challenging leaflet pathology and difficulty with imaging. The mr grade was only marginally reduced from 4 to 3-4 with 2 clips implanted so the patient was taken to surgery for mitral valve replacement. Postoperatively the patient expired from right heart failure. Given the indication for mitraclip is mitral regurgitation, it is unlikely the device was causal or contributory to the right heart failure and patient death. Most likely the patient had preexisting comorbidities that were causal and/or contributory to the right heart failure and death. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the deployed clip ((B)(4)) which detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, followed by surgery and death due to heart failure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet prolapse. The first clip delivery system was deployed and the mr was reduced to 3-4. A second cds ((B)(4)) was advanced to the mitral valve, and positioned medial to the first clip. There were echocardiographic difficulties visualizing the clip due to the patient anatomy, and grasping was difficult. After several grasps, the second clip was deployed and the mr was reduced to 1-2. The clip was stable; however, after 5-6 beats, the clip detached from the anterior leaflet but remained on the posterior leaflet (single leaflet device attachment/slda). The mr grade increased to 3-4. The patient was confirmed to be hemodynamically stable. The procedure was aborted and the patient underwent surgical valve replacement; however, post-surgery, the patient died due to right heart failure. No additional information was provided.

Event description:
Subsequent to the previous initial medwatch report filing, additional information reported that the mitraclip device / procedure did not contribute to the death. Heart failure was not related to the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, one implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.